Manufacturer narrative:
(B)(4). The reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2017-00275. It was reported one of the patient's leads migrated downward thus the patient underwent surgical intervention on (B)(6) 2017 where the leads were repositioned and anchors implanted. The patient is receiving effective therapy postoperatively.